Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. It additionally instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges are filled with 300 units, and the customer noted that the fill estimate is significantly lower than expected. The customer was unable to specify the initial fill estimate, but reported shortly after the cartridge is loaded, the insulin gauge displayed 100-105 units. The customer continues to use the cartridge and reported that the fill estimate remains static until the true volume inside the cartridge reaches the displayed amount, and then the insulin gauge begins to decrease as expected. Additionally, the customer reported being unaware of the air removal technique, and that the cartridges might have been slightly overfilled during the occurrences. There was no impact to the customer's blood glucose level and the customer will continue to monitor the insulin gauge.